Event description:
The customer reported that a part had fallen off of the system and caused it not to work. They were unable to identify the part.

Manufacturer narrative:
(B) (4). The ge service rep could not determine which part fell off of the system. The system operates as intended.